Event description:
It was reported that during a laparoscopic diagnostic procedure, when the obturator was put through the sleeve, no resistance was felt. The seal was not active. Two additional devices were used from same batch/lot and both leaked. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.